Manufacturer narrative:
The insulin pump had a missing retainer, missing reservoir tube o-ring, minor scratched case and a pillowing keypad overlay. No crack noted on the insulin pump case. Analysis was unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had crack on the reservoir compartment. The customer's blood glucose was 150 mg/dl at the time of incident. The insulin pump was returned for analysis.